Event description:
It was reported that during the rectum procedure, at instrument activation, an unusual noise was heard and the instrument would not staple. Longer operation, because of manual anastomosis. T